Event description:
It was reported that (1) device was used during a laparoscopic sigma. It was reported by the affliate that the h3tuv was broken (piece for sterilization). Another device was used to complete the case. There was no consequence to any pt.